Manufacturer narrative:
In the returned state, the lead had been cut through 13 cm distal of the df4 connector pin. Both fragments were returned and analyzed. The analysis found multiple signs of abrasion along the lead body. Especially in the distal part of the lead, the insulation was damaged due to fraying. This damage is most likely the cause of the reported inadequate shock deliveries. The position and characteristics of the fraying lead to the assumption of severe mechanical stress of the lead in the area of the tricuspid valve. Substantial lead movement should be considered as cause. Reasons for an increased stress level of the lead in the implanted state are difficult to determine without x-ray images, diagnostic images of any other kind, and more information about the patient. Possible influence factors to be considered are the ingrowth behavior of the lead in the distal area, the individual anatomy, and increased physical activity of the patient, especially involving the upper body. The manufacturing process of this device was reviewed. The production documents showed no anomalies. All manufacturing steps had been carried out correctly. In summary, there were no indications of a material defect or manufacturing error.

Event description:
It was reported that the electrode was explanted approx. 62 months after implantation due to inadequate shock delivery.